Manufacturer narrative:
(B)(4). Method: the complaint rt340 adult breathing circuit was returned to fisher & paykel healthcare (B)(4) for inspection. The electrical resistance of the heater wires of the inspiratory and expiratory limbs was tested using a multimeter. Results: electrical resistance testing showed that the expiratory limb was within specification but that the inspiratory limb heater wire resistance was out of specification. Continuity testing and visual inspection revealed that the open circuit in the inspiratory limb heater wire was due to a poor connection between the heater wire and the connector pins. It was also noted that the inspiratory heater wire had been pinched during the plug moulding process and this was not identified by the operator during visual inspection of the circuit. A lot check was not performed a lot information was not provided. Conclusion: the resistance of the inspiratory limb heater wire was out of specification. This was most likely due to a poor connection between the heater wire and the connector pins that only developed after it was released for distribution. The damage caused by the heater wire being pinched near the heater wire plug could also have affected the heater wire continuity. All rt340 breathing circuits are subjected to a continuity test on the production line which is followed by a resistance test and a visual inspection. Any circuits that fail are rejected. This suggests that the resistance of the inspiratory limb heater wire only became out of specification after it was released for distribution.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare representative that an mr850 humidifier displayed the heater wire disconnect alarm after two days of use with an rt340 adult breathing circuit. No patient consequence was reported.